Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced discomfort at the right side of his neck when performing normal head movements. Upon palpitation of the patient's neck, scar tissue could be felt near the implant location of the extension. During the surgery to replace the patient's ipg due to battery depletion (reference MFR report number 1627487-2013-00223), the physician explanted and replaced the extension. Since the procedure, no further complaints of discomfort have been reported.